Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17296. It was reported that the patient presented for an implant. During the procedure the lead exhibited poor signal strength, large background noise and was dislodged after placement. The lead was not used and replaced. The replacement lead had poor signal strength but less background noise. The lead remained implanted. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, noise, and under sensing. As received, a complete lead was returned in one piece for analysis. The reported events of noise and under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was retracted with traces of blood/body fluids. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.